Manufacturer narrative:
Neither pt injury nor medical intervention is required, as a result of the excessive removal. The nurse contacted gambro's clinical assistance service to discuss the event. Gambro intensive care therapy specialist recommended that the operator should observe the fluid removal during the next hour, and if the machine continued to remove too much fluid, the pt's treatment should be discontinued and the machine pulled for service. No further excessive fluid removal events were observed. The pt continued on the treatment without further incident for at least 12 hours more, until the next morning when the pt's blood was returned to her and the treatment was terminated. On september 15, 2006, a gambro technical services (gts) field rep inspected the machine. He found that the effluent scale was bent and broken. The customer elected to not repair the machine at that time.